Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds, high impedance. The patient presented for the procedure and during the procedure, it was discovered that the lead was fractured. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.